Event description:
The pt felt pain "like a fist was mashing into her bone" at the implantable neurostimulator location. The pain radiated down her hip to her leg. The pain did not vary with activity. When stimulation was on, it numbed the lower leg, but did not help with pain from the hip and upper leg. The pt had trouble using the pt programmer to turn the implantable neurostimulator off. When the neurostimulator was turned off, she continued to feel a pulling sensation. Also, when she turned stimulation on, she would not see the neurostimulator battery status light, but would still feel stimulation. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.